Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the pcr growth curves and quality control data confirmed accurate result calls, with no anomalies or errors identified in the reagent lot (j30027) or the algorithm's cutoffs. The weak pcr growth curve and late cycle threshold (CT) value of 38.44 observed in the initial hbv reactive result indicated a low viral load, which is consistent with the variability expected in low viral load samples. Further review of worldwide customer data for the reagent lot did not indicate any product-related issues. The investigation concluded that the discrepant results were likely due to the donor's chronic hbv infection, characterized by low or fluctuating levels of hbv dna. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant hepatitis b virus (hbv) result using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2024, a blood donor sample ((B)(6)) tested hbv reactive with a cycle threshold (CT) value of 38.44. On (B)(6) 2024, a retest of the blood bag sample ((B)(6)) from the same donor was performed on the same cobas 6800 instrument, yielding an hbv non-reactive result. Both tests were conducted using the same reagent lot (j30027). Additionally, the initial donor sample was tested on the cobas 8000 e801 system for hepatitis b surface antigen (hbsag), which yielded a reactive result. Hbv testing for the blood bag sample was not conducted on the cobas 8000 e801 system. The blood bag sample was not further tested.